Event description:
It was reported that the vial bottom was broken while using the bd phaseal¿ assembly fixture m12. The following information was provided by the initial reporter, translated from (B)(6) to english: when the hcp attached the protector to a vial using assembly fixture, the vial bottom was broken.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the vial bottom was broken while using the bd phaseal¿ assembly fixture m12. The following information was provided by the initial reporter, translated from japanese to english: when the hcp attached the protector to a vial using assembly fixture, the vial bottom was broken.

Manufacturer narrative:
H6: investigation summary one photo sample was provided to our quality team for investigation. The visual inspection, the photo displays a broken vial. No sample or photo of the assembly fixture was available. Product undergoes 100% inspection prior to release, including verifying the functionality of the vial holders. As the lot involved in this incident is unknown, a device history review could not be performed. Based on the available information, we cannot identify a root cause related to the assembly fixture or our process at this time. H3 other text : see h10.